Event description:
While raising the hoyer lift with resident the cross bar broke away from support bar, causing resident to fall on the bed with the cross bar landing on resident's stomach - piece welded to the cross bar broke lose.